Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The patient was on aspirin prior to procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was prepared and loaded as recommended in the instructions for use (IFU). Heparin was administered during the procedure, and the activated clotting time (act) level was 253 seconds. The valve was implanted, and the procedure was reportedly straightforward. The final implant was 5-6mm at the non-coronary cusp (ncc). A temporary pacemaker was used during the procedure. At the end of the procedure, protamine was administered. There was no difficulty implanting the device. After the procedure while the patient was still in the operating room, the patient had low blood pressure. The patient was determined to have a circumferential pericardial effusion with cardiac tamponade, and 200 ml of venous blood was drained. After the intervention, the patient showed signs of a stroke, including paraparesis, aphasia, and neglect. A computed tomography (CT) scan was performed, and stroke was confirmed. The pericardial effusion was believed to be caused by the temporary pacemaker. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of hypotension, pericardial effusion, cardiac tamponade, cognitive changes, and stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pericardial effusion is related to procedural conditions (temporary pacemaker). The reported hypotension and cardiac tamponade appear to be cascading events of the pericardial effusion. A cause for the reported stroke could not be conclusively determined. The reported cognitive changes are related to the stroke. The reported unexpected medical intervention was the result of case-specific circumstances, as pericardiocentesis was performed for the pericardial effusion.